Manufacturer narrative:
Results/conclusion: damaged anvil. Eval summary: the analysis found that the device arrived with the anvil pins missing, causing the anvil to detach from the device. The device was received with staples present and with the breakaway washer uncut, indicating that the device had not been fired. No functional test could be performed. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipments; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies related to the event description were found during the mfg process.

Event description:
It was reported that prior to an unk procedure, the anvil head dropped out. The connecting shaft of the instrument was not fastened, which contributed to the unlocking of the shaft. A new device was opened to complete the case.